Event description:
Boston scientific received information that this just post implant of this device, the device received an out-of-range (oor) shocking lead impedance measurement of greater than 125 ohms in the triad configuration, and 86 ohms in the coil to device configuration. So the physician hooked up the lead to the chronic device and the impedance was normal. The physician then hooked up this device once again and there was out of range impedances. The physician then asked for a different device and hooked the lead up to this now 3rd device, there was oor impedances once again. Boston scientific technical services (ts) was consulted and discussed that the shock lead impedances are more sensitive to electromagnetic interference (emi) and that might be an issue with the proximal coil of the lead. Ts also discussed that they could just unplug any emi sources in the room and then do another lead impedance test. This device was ultimately not used. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.